Manufacturer narrative:
H3 evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Two used samples were received at the manufacturing site for evaluation. Visual and functional inspection was performed, and no failure was found. No formal investigation action is being taken since the failure mode could not be confirmed related to the manufacturing/production process. No root cause could be found related to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
A sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer, who is a health care professional, reported that the home patient experienced air in the line with multiple feeding sets from the same box. There were no injuries reported.